Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 21, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to pain. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on february 13, 2024.